Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged shortness of breath and feeling of congestion in chest. There was no report of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously mentioned in section b.3 and g3 the incorrect date of 03/01/2021. The correct date should have been entered as 08/02/2021

Manufacturer narrative:
This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacture previously reported an insufficient information in section b5 and section h6. It has been updated in this report. Section b5 should be corrected as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received a information alleging an issue related to the CPAP sound abatement foam. The patient has alleged shortness of breath and congestion in chest. There was no report of serious injury or harm. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected the device and observed the liquid ingress, contamination in water chamber, flip lid, dry box seals and airpath. The visual inspection of the device found water corrosion and contamination in the water chamber, flip lid and dry box seal. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of water ingress and corrosion in the blowermotor/box assembly and through out the air path.